Manufacturer narrative:
(B)(4). The reported complaint that the "distal end of balloon failed to inflate" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported " distal end of balloon failed to inflate". Additional information states that another catheter was inserted into the same insertion site. That second catheter kinked during use. No patient injury or consequence reported. The patient's current condition is reported as "fine". Please see the associated MDR : 3010532612-2024-00578.

Event description:
It was reported " distal end of balloon failed to inflate". Additional information states that another catheter was inserted into the same insertion site. That second catheter kinked during use. No patient injury or consequence reported. The patient's current condition is reported as "fine". Please see the associated MDR : 3010532612-2024-00578.

Manufacturer narrative:
(B)(4).

Event description:
It was reported " distal end of balloon failed to inflate". Additional information states that another catheter was inserted into the same insertion site. That second catheter kinked during use. No patient injury or consequence reported. The patient's current condition is reported as "fine". Please see the associated MDR : 3010532612-2024-00578.

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number of the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging carton. Upon return, a packaging retention sleeve was noted on the iabc bladder. Furthermore, the iabc bladder was noted withdrawn through the teflon sheath and the sheath was noted on the iabc bladder membrane. Buckling was noted to the entire length of the sheath extrusion. The bladder was noted bunched up near the iabc distal tip. The bladder was also noted bunched up between the teflon sheath hub and the packaging retention sleeve. The one-way valve was tethered to the short driveline tubing. The supplied 0.025" guidewire was fully insert-ed within the iabc central lumen. The iabc central lumen was noted damaged/broken within the flex-tip assembly area. The broken end of the iabc central lumen pierced that bladder at approximately 63.8cm from the iabc luer end. Due to these damages, the sheath was unable to be re-moved from the bladder. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. It could not be confidently determined how these damages occurred to the returned device and what initially caused the reported complaint. The packaging retention sleeve was noted on the iabc bladder membrane, which indicates a potential that the catheter was not prepped per the instructions for use (IFU). In addition, the iabc bladder was noted withdrawn through the teflon sheath and buckling was noted to the sheath extrusion, which indicates the iabc was not removed from the patient correctly per the instructions for use (IFU). As a result, an in-service has been requested to review the instructions for use (IFU) with the customer. To prep the iab catheter, the instructions for use (IFU) states:"1. Connect one-way valve to male luer on short driveline tubing attached to iab. Insert supplied syringe into one-way valve. Slowly aspirate a full syringe of air. Precaution: the one-way valve will maintain vacuum on the balloon and must remain in place until is fully inserted. Remove syringe. 2. Remove catheter from tray, keeping it in line with balloon membrane. 3. Grasp catheter close to tray and pull it straight out of the holding sleeve. Note: keep catheter level with tray. Do not lift or bend during removal." To remove the iab catheter from patient, the instructions for use (IFU) states:"do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (unfurled), bal-loon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage." A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "distal end of balloon failed to inflate" is not able to be confirmed. During the investigation, various damages were immediately noted to the iabc. The central lumen was noted damaged and found broken within flex tip assembly area. Furthermore, the broken central lumen pierced that bladder. In addition, the teflon sheath and a packaging retention sleeve were noted on the iabc bladder and the sheath was unable to be removed from the bladder. Due to the returned state of the device, it could not be confidently determined what initially caused the complaint. Unrelated to the reported complaint, a packaging retention sleeve was noted on the iabc bladder and the returned iabc bladder was found withdrawn through the teflon sheath; buckling was noted on the teflon sheath extrusion. These conditions indicate the user did not follow the instructions for use (IFU). As a result, an in-service has been requested to review the IFU with the customer. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged catheter. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.